Event description:
It was reported that the device had failed fluid side occlusion. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed fluid side occlusion was confirmed in error logs. ¿ on 23-aug-24, lvp was received unboxed and with paperwork. ¿ unit failed due to bad pressure sensor. ¿ unit has damage to latch, door and pressure sensor. ¿ unable to isolate where the faulty issue originated. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace door latch, door assembly and bottle side pressure sensor. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed fluid side occlusion. There was no reported patient involvement.

Event description:
It was reported that the device had failed fluid side occlusion. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed fluid side occlusion. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex a: a0709 annex b: b01 annex c: c02 annex d: d02 annex g: g0301204.